Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's age and weight were not provided. The customer did not provide the product information. Therefore, no information was captured (model #, lot # and expiration date), and the device manufacture date could not be determined.

Event description:
The customer reported that her blood glucose readings on the contour next ez meter were 5 mg/dl to 30 mg/dl higher compared to that obtained on the contour meter. No specific readings were provided. There was no allegation of an adverse event alleged. The device is not expected to be returned for evaluation.